Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user received a button alarm. Reportedly, there was nothing pressing on the pump when the alarm was received. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.